Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned with the bottom slide primed and the top slide in the initial position. The sylet was retracted within the cannula and could not be seen. There were no other visual anomalies noted on the device. Functional/performance evaluation: the trigger was pressed and the stylet released. To prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times with each trigger, for a total of 20 tests. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the tangs of the cannula hub were slightly compressed inwards. The inward compression of the tangs was likely a result of the hub being locked into place for a prolonged period of time. However, it was unknown when or how the tangs became compressed. There were no other anomalies found. Medical records review: no medical records were provided; therefore, a medical record review was no performed. Image/photo review: no images/ photos were provided; therefore, a image review was not performed. Conclusion: the investigation was confirmed for self-activation based on the as received configuration of the device. The investigation was unconfirmed for failure to obtain samples, as the device worked properly under laboratory conditions, and was able to fire and obtain samples without issue. The root cause could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly failed to obtain tissue samples. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly failed to obtain tissue samples. It is unknown how the procedure was completed. There was no reported patient injury.